Manufacturer narrative:
It is indicated that the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
It was reported that the patient had a pocket revision to address difficulty charging the ipg. The patient is reportedly good following the procedure.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that the patient had a pocket revision to address difficulty charging the ipg. The patient is reportedly good following the procedure.